Manufacturer narrative:
A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, device serial number, and manufacture date. E) although the journal article originated from switzerland, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3/h6) the device was discarded, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 23feb2018) ¿new-onset pericardial effusion during transvenous lead extraction: incidence, causative mechanisms, and associated factors¿. The study retrospectively aimed to assess the incidence and causative mechanisms as well as to identify the associated risk factors of new-onset pericardial effusion (pe) during transvenous lead extraction (tle). A total of 212 patients who were referred for tle were enrolled in the study between january 2009 to october 2016. All extractions were sequentially completed with spectranetics glidelight laser sheaths and spectranetics lld lead locking devices. Procedural complications included 7 new-onsets of pulmonary embolism of mild or moderate entity, and 3 patients experienced a drop of arterial blood pressure (abp) resulted from a lesion of the superior vena cava (svc), requiring sternotomy. Minor intra-procedural complications included 9 pericardial effusions, 3 acute subclavian vein thrombosis, 3 pocket hematomas, and 2 abp reductions treated with fluid infusion and intravenous inotropes (MDR #3007284006-2026-00296, MDR #3007284006-2026-00297). Additionally, 7 patients experienced pleural effusion: a 64-year-old male requiring surgical intervention (MDR #3007284006-2026-00298, MDR #3007284006-2026-00299), a 76-year-old male who was managed conservatively (MDR #3007284006-2026-00300, MDR #3007284006-2026-00301), an 81-year-old female requiring surgical intervention (MDR #3007284006-2026-00302, MDR #3007284006-2026-00303), an 82-year-old male requiring pericardial puncture (MDR #3007284006-2026-00304, MDR #3007284006-2026-00305), a 58-year-old who was managed conservatively (MDR #3007284006-2026-00306, MDR #3007284006-2026-00307), a 75-year-old male requiring pericardial puncture (MDR #3007284006-2026-00308, MDR #3007284006-2026-00309), and a 69-year-old female requiring pericardial puncture and surgery (MDR #3007284006-2026-00310). One (1) intra-procedural death occurred due to persistent intractable hypovolemic shock following laceration of the svc. There were 3 in-hospital deaths, 1 occurred the day after tle, likely because of embolization of a large vegetation to the lung. At 30-day follow up, there was a total of 4 deaths, and a total of 8 deaths at 6-month follow up of unknown causes (MDR #3007284006-2026-00312, MDR #3007284006-2026-00313). Additionally, there was a 70-year-old female that experienced multiple vascular tears and perforation of the right atrium that resulted in prolonged hypovolemic shock and death (MDR #3007284006-2026-00314, MDR #3007284006-2026-00315). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 23feb2018 has been used, the date of publication. Regoli, françois,d¿ambrosio, gabriele,caputo, maria luce,svab, stefano,conte, giulio,moccetti, tiziano,klersy, catherine,cassina, tiziano,demertzis, stefanos,auricchio, angelo. 2018. New-onset pericardial effusion during transvenous lead extraction: incidence, causative mechanisms, and associated factors journal of interventional cardiac electrophysiology, 51(3): 253-261. Http://link.springer.com/10.1007/s10840-018-0327-1 this report captures the pleural effusion that occurred in the 69-year-old female after use of the glidelight device. There was no alleged malfunction of any spectranetics devices in use during the procedure.